Event description:
Air was present in the IV tubing and the pump did not alarm for air in line. The report read: "it was reported with several sets used in several lc 5000 pumps and different patients when they are administering chemotherapy with drugs like taxol or carboplatin, after finishing medication deliveries, some liquid should be kept in the chamber. Instead the chamber empties completely and air begins flowing through the set. The pump does not detect this air and no alarms work. No patient has suffered any harm up to now."additional information has been requested. No additional information has been provided.